Event description:
It was reported that a patient with a edwards aortic bioprosthetic valve presented symptoms of severe prosthetic valve aortic stenosis after an implant duration of approximately 9 years. The patient qualified for transcatheter valve in valve procedure (tavr) and as of (B)(6) 2012 they were "alive, stable awaiting tavr procedure."

Manufacturer narrative:
Method = device remains implanted, no evaluation performed. As noted, the subject device remains implanted, and the serial number has not been traced. Any additional information will be reported as received. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. No information to suggest a device quality deficiency that may have caused or contributed to this event.